Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported by the clinician that the pump could not get the ECG waveform so they used the monitor (manufactured by nihon kohden) for getting ECG. The monitor could not get the arterial pressure (ap). The pump was then operated in only ECG trigger and they called for technical support. The technical staff reported to the hospital the same day. The pump was exchanged with another pump temporarily (approximately 10 minutes) for pump check. At pump check the technical staff found the ECG connector came off inside the pump and the ap cable connection was in the wrong place at the side of the monitor. The pump was then reconnected. There were no patient complications reported.